Manufacturer narrative:
As of july 8, 2009, the handpiece involved in the reported event has not been evaluated; the suspect handpiece was not returned for eval.

Event description:
It was reported by the customer that the handpiece may have leaked in the hose. The customer did not know how the device was being used at the time of the event or if the device was being used during a procedure. There were no reports of any adverse pt event associated with this malfunction.